Event description:
Technician alleged that the bed had no head up function either electrically or via the manual pump.

Manufacturer narrative:
Technician troubleshot the bed found the problem to be the head up valve. Technician replaced the head up valve to resolve the issue.